Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Oversensing led to loss of pacing in the pacemaker dependent patient. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.